Event description:
Customer reportedly received results of 69 mg/dl and 991 mg/dl within 10 minutes on the same device. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.